Event description:
It was reported that the patient experienced urinary incontinence with his artificial urinary sphincter (aus) due to atrophy underneath the device cuff. The patient underwent a surgical procedure in which all components were explanted and replaced. No additional patient complications were reported.

Event description:
It was reported that the patient experienced urinary incontinence with his artificial urinary sphincter (aus) due to subcuff atrophy. The patient underwent a surgical procedure in which all components were explanted and replaced. No additional patient complications have been reported.

Manufacturer narrative:
There was no device available for analysis, therefore, no physical or visual analysis of the product could be performed. There was no report of device performance allegation during treatment. The reported patient symptoms are a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.